Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 94.1% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.